Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
Following a successful atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis. The patient had become hypotensive but remained stable. An ultrasound was performed showing the effusion. During the procedure, transseptal puncture was difficult due to unusual patient anatomy. The physician noted that the pericardial effusion could have occurred at that time, but it is unconfirmed. The physician does not allege that the pericardial effusion was due to any abbott device and there were no alleged performance issues. There were two brk needles used for transseptal puncture.

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.